Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the rv lead was tested with the pacing system analyzer and found to have high out-of-range pace impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); additional information was requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to have fractured as the lead exhibited noisy signals and high out-of-range pace impedance measurements (>2000 ohms). Subsequently the lead was surgically abandoned and replaced. The field representative reported that the patient had "minor symptoms" due to loss of av synchrony, but was not dependent on the device for heart rate support. No additional adverse patient effects were reported.